Event description:
It was reported that the patient experienced shocking/jolting at the pocket site. It was stated that the shocking/jolting was constant and occurred when the patient bent over last wednesday or thursday. The patient then turned stimulation off. Impedances were tested and resulted within normal limits. It was also stated that when stimulation was turned on today, it ¿felt normal again.¿ the patient did not have a managing physician.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: neu_unknown_lead, serial# (B)(4), product type: lead. (B)(4).